Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly outlet side panel, tubing, due to contamination. The software was uploaded to the latest version.